Manufacturer narrative:
Additional narrative: none. Additional data: additional data: per device evaluated by manufacturer - evaluation of a representative sample of the related medical device.

Event description:
(B)(6) 2015 - the consumer/end user applied the device/product overnight, resulting the next day with a broken blood vessel on the bridge of nose.